Event description:
It was reported that the patient experienced hoarseness after vns implant surgery. (B)(6) 2013 - symptoms of cough and hoarseness sometimes, but only when the physician; press, not every time;. It continues to increase, but pulse width was reduced to 250 microseconds. (B)(6) 2013: per the physician, vns output current increased to 1.25 ma. Hoarseness and increase of seizure when; I press. Put back to 0.75 ma and pulse width to 500 microseconds. (B)(6) 2013: on his return to the clinic, the patient's hoarseness was still ongoing and pulse width back to 250 microseconds. (B)(6) 2013: hoarseness is ongoing. The patient's seizure frequency has reduced greatly. Advised from the ear nose throat (ent) specialist that the patient has left vocal cord paralysis. The vns was turned off to see if this gives improvement. As of (B)(6) 2013, there was no improvement in the hoarseness. The ent did not see any improvement. The seizures increased; however, follow up found that the increase was due to loss of therapy and was at the pre-vns baseline levels. Both seizure types increased. The increase occurred four weeks after the vns was turned off. The vocal cord paralysis was first observed on (B)(6), 2013. Upon first stimulation, the patient gives a hoarse voice, but after decreasing the output current and increasing the pulse width the patient has the hoarse voice all day. So it was related to stimulation, per the physician. After surgery, the patient had no complaints of a hoarse voice. Patient is going to speech therapy and has an appointment with the physician for controlling vocal cord paralysis. The patient does not have a medical history of vocal cord paralysis prior to vns. (B)(6) 2013: no hoarseness improvement, no improvement seen in ent, but seizures increased again. Yet vns shows next week, no expectation that the vocal cord can be affected too. No other information was provided.